Event description:
The pt received two leads with the same lot number. It was reported surgical intervention may be undertaken because the pt does not like the stimulation and it does not help relieve her pain. The pt also requires an MRI. F/u identified the entire system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.